Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a low out of range pacing impedance measurement of less than 200 ohms on the right atrial (ra) channel which caused a lead safety switch. Oversensing of noise and loss of capture was also observed on the ra channel. The pacemaker was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.